Event description:
Boston scientific received information that loss of capture (loc) and low out-of-range pacing impedance was observed on this left ventricular (lv) lead due to confirmed conductor fracture on x-ray. The device was replaced and this lead was abandoned surgically and was replaced with good electrical measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.